Manufacturer narrative:
O2 cell replaced, all required tests performed. Measuring cell calibrated. Previously, conflicting info may have been provided to puritan bennett 840 (pb840) customers concerning the operational life of the oxygen sensor in a labeling addendum for the pb840. The pb840 operator's manual states the sensor has a nominal life of one year from the date of manufacture while a pb840 addendum incorrectly stated to replace the sensor every two (2) years. The nominal life of the o2 sensor is 1 year from date of manufacture. Covidien's plan to update the literature was communicated to the FDA on december 23, 2013. (B)(4).

Event description:
A report was received from (B)(6) with info that, during pt use, an oxygen sensor malfunction occurred. The device alarmed notifying the user of the malfunction. No harm or pt injury was reported and add'l info received stated that the pt was "stable".